Event description:
On the ((B)(6) 2018) issue of acute care ismp medication safety alert newsletter, an article appeared regarding missing barcodes on certain products. Our staff had identified the following products that are missing barcodes on the outside of the immediate container: gatifloxacin 0.5% ophthalmic solution 2.5 ml, hitech, ndc (B)(4); moviprep kit, salix, ndc (B)(4); biafine topical emulsion 45 grams, valeant, ndc (B)(4); sodium chloride 3% inhalation solution 15 ml, mylan, ndc (B)(4); hurricaine gel 20% 1 oz, ndc (B)(4); spot endoscopic marker 5 ml, gi supply. Medication administered to or used by the patient: no; patient counselling provided: unknown; relevant materials provided: none; severity: circumstances or events have capacity to cause error. (B)(6), access number: (B)(4).